Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast localization wire procedure, foreign material was observed on the wire. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was clean. The sample was removed from the opened packaging. No anomalies were noted to the wire or the cannula. Upon inspection of the returned product packaging, a small piece of foreign material similar to the photos provided by the customer, was found loose in the package. The foreign material was examined under a microscope (10x), it appears as a ball of unknown fiber. The origins of the foreign material were unknown. Functional/performance evaluation: since the complaint did not relate to the device's performance, no functional tests were conducted. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: three (3) electronic photos were received and reviewed. Two of the returned photos show the packaging and labeling of the device. One photo indicates product catalog number and corporate lot number. The second photo shows the product packaging/name indicating, bard dualok breast lesion localization wire. The third photo shows the localization wire within the coaxial cannula and both hooks protruding. The entire device was not visible in the picture frame. A foreign material is visible on the upper (right) hook. Based upon the photos reviewed, the reported foreign material is confirmed. Conclusion: the investigation is confirmed for foreign material on the device. However, the origins of the foreign material were unknown. Per the complaint comments, a foreign material was found on the wire when the package was opened. The manufacturing and the supplier processes were reviewed and there were no indications that the reported foreign material originated from the manufacturing process as 100% visual inspection is performed. The root cause and origin of the reported foreign material could not be determined based upon available information as the sample was not returned in its original configuration (i.e. Sealed packaging). Labeling review: the current IFU (instructions for use) states: how supplied: the product is supplied sterile and nonpyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Precautions: before using, inspect the device for damaged point, bent shaft or other imperfections that would prevent proper function. If the components are damaged or bent, do not use. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.